Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving dilaudid at an unknown dose and concentration for an unknown indication for use. It was reported that the patient was suspected to have a spinal headache post catheter/pump implant. A blood patch was performed on (B)(6) 2017. It was unknown what environmental/external/patient factors that may have led or contributed to the issue. The patient status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.